Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products that are cleared in the us. The pro code and 510k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending; however, image and photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2020).

Event description:
It was reported that sometime post port placement procedure, the catheter was allegedly occluded during flushing. It was further reported that with x-ray examination showed the catheter was allegedly ruptured. Reportedly, the foreign material was removed from the right atrium with additional intervention and the port was required to be removed. The patient status was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products that are cleared in the us. The pro code and 510k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products is identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: the sample was not returned for evaluation. However, one medical image and two electronic photos were provided for review. The investigation is confirmed for the reported fracture and material separation as the port catheter appears fractured above the clavicle and complete break was noted on the distal end of the catheter in the provided photo. However, the reported obstruction of flow and migration issue cannot be confirmed as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2020), g3, h6 (device and method) h11: h6 (result and conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port placement procedure, the catheter was allegedly occluded during flushing. It was further reported that with x-ray examination showed the catheter was allegedly ruptured. Reportedly, the foreign material was removed from the right atrium with additional intervention and the port was required to be removed. The patient status was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products that are cleared in the us. The pro code and 510k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products is identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: the sample was not returned for evaluation. However, one medical image and two electronic photos were provided for review. The investigation is confirmed for the reported fracture and material separation as the port catheter appears fractured above the clavicle and complete break was noted on the distal end of the catheter in the provided photo. However, the reported obstruction of flow and migration issue cannot be confirmed as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2020). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that sometime post port placement procedure, the catheter was allegedly occluded during flushing. It was further reported that with x-ray examination showed the catheter was allegedly ruptured. Reportedly, the foreign material was removed from the right atrium with additional intervention and the port was required to be removed. The patient status was unknown.